Event description:
It was reported that the patient with this implantable cardioverter defibrillator expired one day post-implant. The cause of death was reportedly unknown. No allegations were made against device function.